Event description:
It was reported that the device was used during an unknown procedure, it fired an incomplete staple line. Another device was used to complete the case. There was no patient consequence.